Manufacturer narrative:
The manufacturer became aware on 20-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2025, that required emergency medical services assistance. Follow-up information was obtained from the user¿s caregiver, who reported that the user experienced convulsions during sleep and that emergency services were contacted; treatment was provided with oral glucose and assistance from emergency responders, and the user recovered without hospitalization. Review of available device data showed that hypoglycemia alerts were generated appropriately during the event period, and no evidence of device malfunction, unintended insulin delivery, or alarm failure was identified. Based on the information available, the event appears most consistent with delayed response to hypoglycemia alerts and insufficient treatment of low blood glucose, rather than a device malfunction. No death or permanent impairment was reported. The manufacturer concluded that the cause of the event was use-related, and no device malfunction was confirmed. If additional information becomes available or if the device is returned for evaluation, a supplemental report will be submitted as appropriate.

Event description:
On 20-jan-2026, the user reported that on (B)(6) 2025, they experienced hypoglycemia with a blood glucose of 29 mg/dl. The user was able to treat the low blood glucose with oral glucose, with assistance from a caregiver. The user was treated by emergency medical services and was not transported to the hospital.